Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 7755, serial/lot #: (B)(6), ubd: , UDI#:. Analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed no issues with rtm charging the ins. Scratch marks on rtm donut. Fail rms voltage at the h field probe. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call pt went to charge this morning and the paddle got very warm. It was too warm to keep on pt's back. Pt rep reported it got too warm right away. Pt was charging over bare skin. Reviewed not to charge over bare skin. Had pt rep use the equipment on the call. Pt rep mentioned finding the correct spot can be a challenge. Pt was able to connect no problem and start the charging session with excellent recharge quality. The green light was blinking. Implant was at 50%. Instructed pt to keep charging. Called pt back to check on the progress. Pt rep said they got to the reading of 85 but it would 'fade in and out'. Every little movement that pt made caused the orange light to flash and it would fade in and out. The paddle did not get hot like before but got warm a little bit. Pt rep then plugged the controller in the wall. Today when attempting to recharge the ins they were having trouble charging the ins and then they got the message software problem 1.intellis 2.3.6 3.243 4.qf_port. During call caller reset the controller and that cleared the message. An email was sent to repair to replace the recharger. No symptoms were reported.